Event description:
While impacting with this item a small piece broke off. The piece that broke off was recovered, there was a s&n back up item available, there was no delay to the case, no injury to patient recorded.

Manufacturer narrative:
It has been reported that a polarstem modular head for impactor (75023711) broke while impacting. A small piece fell inside the incision. The piece that broke of was received. The part, used in treatment, was received for investigation. The device is chipped on one side on the distal rim. The part chipped off was not received for investigation. The modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode could however not be reproduced. The root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. The device will be discarded.